Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely the image was not displayed due to an accidental failure of the parts on the printed circuit boards (dr board and dx board).

Manufacturer narrative:
The evaluation of the asset found no image was displayed due to a defective circuit boards. Additionally, the device missing the mounting feet and net spacer. The front panel of the device has cosmetic wear. The device was repaired to standard specifications and returned to asset stock. A review of the repair history showed no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system was found to have no image due to a defective circuit boards. There was no report of any problems associated with the device and there was no patient injury or harm reported to olympus.